Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
It is reported that the physician went in with trellis device starting distally in proximal popliteal artery. Ran device for 10 minutes, device was working fine. Relocated balloons proximally, tried to turn device on and noticed wire was not moving. Extracted device from patient and found out agitation wire had broken. No patient injury is reported.